Manufacturer narrative:
Additional information was received that the patient had pocket pain because of the mass of the device. The pocket pain was resolved after the patient underwent explant procedure.

Event description:
A report was received that the patient's ipg does not hold its charge. The patient underwent an explant procedure.

Event description:
A report was received that the patient's ipg does not hold its charge. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm sc-1110-02 (sn (B)(4)). Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The patient had developed a lump at the insertion site. The returned ipg was verified to be working as expected. The battery depletion rate was within a normal range. No anomalies were presented during the functional tests. The device exhibited normal device characteristics. Model #: sc-2218-70, (sn (B)(4)). Device evaluation indicated that the leads were cut and only the proximal ends were returned. The damage to the leads was a result of a typical explant procedure and it was not considered a failure.

Event description:
A report was received that the patient's ipg does not hold its charge. The patient underwent an explant procedure.

Event description:
A report was received that the patient's ipg does not hold its charge. The patient underwent an explant procedure.